Event description:
The doctor was preparing to perform a lap hand-assisted nephrectomy. The customer attached the shears to the hand piece and gave an error 5 instrument error. Completed the case with no patient consequence.